Manufacturer narrative:
This device would not be returned for analysis, as it was kept by the hospital.

Event description:
Boston scientific received information that this pacemaker displayed high out of range pace impedance measurements associated by right ventricular (rv) lead. A revision procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.